Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four inappropriate shocks and anti-tachycardia pacing (atp) due to intermittent t-wave oversensing (twos). Reprogramming was performed and both implantable cardioverter defibrillator (ICD), and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.